Event description:
A piece of an angiographic catheter broke with a piece remaining in patient during an angiogram. The procedure was then converted to a cutdown approach to attempt to retrieve this part of the device.